Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 with noise on their right atrial lead. Programming changes were made to change from bipolar to unipolar sensing configuration, although lead noise was still present. No further intervention was reported. The patient was stable throughout